Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced exposed vaginal mesh, mesh erosion ((B)(6) 2012), pelvic pain, and dyspareunia. Mesh was excised on (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report - (B)(6).